Event description:
It was reported that during a right ventricular (rv) lead revision procedure, this right atrial (ra) lead was explanted due to suspected lead damage. The physician suspected the ra lead may have been compromised during the lead revision. The ra lead was explanted and successfully replaced with a new lead. The lead was retained by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned for analysis. Pi analysis was completed on the device using available information. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The complaint investigation was concluded as an unintended user error caused or contributed to event.

Event description:
It was reported that during a right ventricular (rv) lead revision procedure, this right atrial (ra) lead was explanted due to suspected lead damage. The physician suspected the ra lead may have been compromised during the lead revision. The ra lead was explanted and successfully replaced with a new lead. The lead was retained by the hospital. No additional adverse patient effects were reported.